Event description:
It was reported that when starting the pump error code 240.4150 popped up. Replaced the pressure sensors to fix the error but also had to replace the whole bezel because of a mistake made during the repair. Although requested, additional information was not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when starting the pump error code 240.4150 popped up. Replaced the pressure sensors to fix the error but also had to replace the whole bezel because of a mistake made during the repair. Although requested, additional information was not provided.